Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements of greater than 125 ohms. The health care professional (hcp) rechecked the shock impedance measurements and they were 109 ohms. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.